Event description:
The customer contact reported a separation. Prior to pt use, it was noted the prepierced reseal t-connector separated from the tubing. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.